Event description:
Pump set up on pt and then pt released. Sometime that evening, the pt pushed the bolus button and stated it did not pop back up. He then took a screw driver to force the button up. Next day, returned to dr. Button was tested and found to function properly. Pump replaced anyway, just in case. Has pump to return. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.